Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 88% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was received and analyzed. No anomalies were found.

Event description:
It was reported that while the patient was in for a routine device check that the implantable cardioverter defibrillator (ICD) was nearing eri after just over three years which was sooner than anticipated. No interventions were done as a result of this complaint and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced with no complications.